Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent jjgc.

Event description:
Os 112591. The dentist reported that 3 months after the dental implant was installed in intraoral region #28, it was verified its loss of osseointegration. Forty ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type I.